Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with button error alarm due to corroded keypad traces. Moisture damage was found on the lcd board and motherboard.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to moisture; rain water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.